Manufacturer narrative:
Follow-up #1((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated ((B)(4) 2011) by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter is reading inaccurate low and reading inaccurate high. These issues were not resolved with troubleshooting.